Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl; cause of bg not known. The customer was treated with intravenous fluids to address the bg, however the customer could not recall what the fluids were. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.